Event description:
A physician reported that aspiration failure occurred during irrigation aspiration (ia) mode of the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The combined surgical pack was returned in a used condition. The light green irrigation cassette-connector on the irrigation/aspiration(I/a) tubing set was broken into pieces with parts of the connector also observed broken off at the cassette port. There was also multiple scratches/markings on the connector consistent with handling with a steel tool like hemostats which can apply unwanted pressure on the connector. This type of damage observed on the connector would have been rejected during production process and likely occurred post-receipt of the sample based on the pieces of broken connector were inside the cassette. The wet and used condition of the cassette suggested the product had been used at one point. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be determined conclusively. Re-use (using the cassette for more than one procedure/patient) of this single-use device(the connector is hydroscopic) and using pliers/hemostats to hold and squeeze the connector (there were marks on the body of the connector as if pressure was applied at one point). Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).